Event description:
The patient had a robotic colposuspension with mesh and a bilateral salpingo-oophorectomy (s&o). Several days post op she developed post operative pain, nausea and vomiting. General surgery was consulted. After some tests were done the patient was taken back to the or for an exploratory laparotomy. A small bowel iatrogenic injury was found and repaired. The patient tolerated the procedure well.